Manufacturer narrative:
Product complaint # (B)(4). Additional information received: (B)(4) is a duplicate of (B)(4). Corrected data: type of reportable event: not reportable (voided as duplicate submission). Duplicate submission: MFR report # 3005075853-2019-19434.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a hartmann-surgery procedure, after a second resection a second stapler was fired. Anastomosis and donuts were complete, but it seemed that the washer had not been fully cut. Sales representative reported that "he didn't hear the typical cutting noise either." There were no adverse patient consequences reported. The patient is doing fine and has been released from the hospital already.